Manufacturer narrative:
Film evaluation results are: a review of 4 still CT slice images confirmed that the talent aaa system was implanted in the patient. The bifurcate was seen positioned near the top of the aaa sac within the short remaining proximal neck, and there was contrast seen within the proximal sac from a likely type ia endoleak. The proximal neck measured 29mm near the top of the bifurcate/aaa; no other scale was seen and no additional measurements were able to be performed. The iliac limbs appeared to be well sealed distally, and both limbs were patent. No stent graft kinks or other obvious stent graft issues were observed. Two still angio images during an intervention revealed that an endurant aortic cuff had been implanted into the patient; positioned below the renals and approximately 1cm above the talent bifurcate proximal margin. Contrast injection from above the level of the suprarenal stents showed contrast outside the stent graft, near the top of the sac, for a possible proximal type I endoleak. The final still angio image showed that several endoanchors had been implanted into the aortic cuff/aortic wall, and the previously seen type ia endoleak appeared to have resolved. The exact cause of the stent graft migration, leading to the proximal type I endoleak and aaa rupture, could not be determined from the limited films provided. The anatomy at implant and earlier post-implant images were not available for review and comparison. It is possible that disease progression (neck dilatation) may have contributed. The cause of the proximal type I endoleak see after intervention with an aortic cuff is unknown; however, implanting into the short proximal neck may have contributed.

Event description:
A talent aaa stent graft system was implanted in patient for endovascular treatment of a 90 mm diameter abdominal aortic aneurysm. Currently, the aorta at the level of renal artery measured 25 mm in diameter and 7 mm in length. The aortic neck angle measured 10 degrees. The vessel was mildly tortuous. There was minimum calcification in the vessel. It was reported that approximately seven years post index procedure, the patient presented emergently with contained rupture. A cta scan was performed and migration and a type ia endoleak were observed. The patient received treatment. The physician implanted an endurant aortic cuff below the lowest renal artery. The aortic cuff was remodeled with a reliant balloon; however, a proximal type I endoleak was observed on the post angiogram. The physician elected to implant six aptus endoanchors, resolving the proximal type I endoleak. The patient has been re-intubated post procedure due to pre-existing lung issues. Per the physician, the cause of the events was due to patient anatomy, disease progression. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.